Event description:
Hill-rom received a report from the account stating the siderail would not latch because the siderail mount was broken. The bed was located in the ICU storage room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail mounting bracket assembly needed to be replaced. It appeared damaged from either hitting an obstruction such as a wall or being forcefully hit by the patient. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the siderail mounting bracket assembly to resolve the issue. Based on this information, no further action is required.